Event description:
Customer reported differences between his sensor glucose and blood glucose readings. The customer's blood glucose was 95 mg/dl. The customer also stated he was wearing his sensors on his leg. The customer was advised that the recommended place to wear sensors was on the abdomen. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.